Event description:
Additional information indicates that this patient was evaluated in the clinic and the shock lead impedance was around 100 ohms. No further testing will be performed at this time. The physician plans to continue to monitor.

Event description:
Additional information was received that this lead continues to have out of range impedances, trending from 100 ohms to 125 ohms. The patient recently received tachycardia therapy in which they received five shocks. The shocks returned impedances of 80 ohms. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shocking impedance measurements greater than 125 ohms. The patient's lead is connected to a competitor's product. At this time, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.